Manufacturer narrative:
Device was returned for investigation: visual inspection was conducted; the impact on the coating was focused on the clevis and distal tip of the shaft. In addition, there is evidence of scratches over the section in which the coating was not present. After reviewing the entire shaft and handpiece, it was identified that only the distal part of the shaft coating presented scratches and some small sections with damage that exposed the outer tube . Functional testing was not conducted since the customer has not reported functional issues. The complaint could be confirmed during the visual inspection. This observation will be monitored and trended.

Event description:
It was reported that during a coolseal procedure on (B)(6) 2025, during the middle of the procedure while performing a laparoscopic diaphragmatic hernia on a 1 year old, the staff noticed a black material on the abdomen coming from the device. The coolseal was checked and it was noticed that the coating close to the tip was peeling. The device was exchanged for a new device and the procedure completed successfully. Material was observed inside the cavity and it was irrigated and flushed. No additional medical intervention was reported. No other information available.

Manufacturer narrative:
A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications. The device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure.